Event description:
Reporter indicated that pt experienced a recent increase in seizure activity above pre-vns baseline frequency. The pt's family member reported that before vns implant, the pt experienced approx six seizures every three months, but pt had recently experienced six seizures in one day. The pt's family member reported that the pt had experienced great seizure control prior to the recent increase in seizure activity. It was reported that the pt had not suffered recent injury or trauma that may have damaged the ncp system, but that pt had lost their magents. A new set of magnets was shipped to the pt. The pt was seen by neurologist who increased their depakote dosage, but made no changes to device settings. Investigation to date has been unable to determine the cause of the reported event.